Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Event description:
During prep, when the physician and the scrub nurse were flushing the cypher stent, they heard a crack and snap. When they looked down the hub had a 3-5 mm crack. They discontinued use of the stent.